Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the agent documented that the user reported loss of dexcom g7 continuous glucose monitor (cgm) readings, which would have stopped ilet dosing. The agent guided the user through toggling between g6 and g7, restarting the ilet, and re-entering the pairing code. The user was advised to wait 30 minutes for readings to return. Blood glucose (bg) was not affected by this event. No patient injury reported.